Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (440 mg/dl). The cause for the reported elevated bg levels was unknown. Reportedly, customer believes the pump and supplies were functioning as intended. Customer changed the pump supplies and delivered a bolus to address elevated bg levels. Customer declined to perform troubleshooting with tandem technical support.